Manufacturer narrative:
Model number/catalog number: sc-8216-50, serial number: (B)(4), batch/lot number: 7051720, model/catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient developed an infection around the ipg site. Symptom of pus coming from the opening around the battery site was noted. Physician believed that the infection was not device nor procedure related but was unknown what caused it. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively.